Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump had intermittent power. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow up #1 submitted 9/27/2016: a review of the complaint record indicated this complaint was received by animas on (B)(4) 2016, not (B)(4) 2016 as previously reported.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/20/2016 with the following findings: a review of the black box was unable to confirm the complaint of intermittent power on or before the date of the complaint due to continuous use. Recurring power on reset events were found in the black box. The returned battery cap and test cap were unable to attach securely to the pump. The returned cap threads and top slot were damaged. All the battery cap contact heights and widths were within specification. The battery compartment was cracked at the threads to the left of the bumper and at the case seal below the bumper. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours successfully with no reboot occurrences. The complaint of intermittent power during the battery cap functional test was duplicated. The pump was opened to find no damage to the power circuit. No moisture was found internally. Unrelated to the original complaint, the display was dim/fading pink. The audio bolus button cover was detached/missing and was unable to be tested. Additionally, the pump was cracked between the case seal and the display lens corner. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.